Manufacturer narrative:
Analysis of the pump revealed overinfusion. The initial printout from the pump indicated that the pump was in the stopped mode. 11ml of fluid was pulled out of the pump during analysis. The pump did show the low battery alarm after running at maximum rate for a short period of time. Dispense accuracy testing resulted in an overinfusion. Long-term volume infusion testing displayed an underinfusion after 14 days and was within specifications (+/- 25%) at 28 and 37 days. Destructive analysis was done and some residues were found throughout the inside of the pump head and motor compartments. It was noted that the returned pump did have a catheter access port. Analysis of the catheter revealed a user-related hold in the catheter body and user-related coring/tears/cuts in the seal due to the outlet port.

Event description:
It was reported that the patient experienced overdose symptoms including vomiting and hypotension; overinfusion was suspected. The patient was hospitalized and the pump was interrogated. No anomaly was observed. The physician ¿disabled the infusion.¿ the pump remained implanted. The pump was delivering lioresal. It was noted that the patient was implanted about 10 years ago. It was later reported that the patient was ¿somnolent, not waked up.¿ no tests were performed to determine the cause of the event; it was unknown if the patient¿s symptoms were caused by the devices. No troubleshooting had been done. The pump had only been used to deliver baclofen. The pump was stopped on (B)(6) 2013. On (B)(6) 2013, the expected volume was 8ml; the actual volume was 2.5 ml. The pump was refilled with 6 ml of saline solution and remained stopped. The patient was feeling well and was out of the hospital. Device explant was not yet planned.

Event description:
Additional information was received and it was reported that the pump was explanted and not replaced.

Manufacturer narrative:
Corrected information: product ID 8709, explanted: 2013-(B)(6), product type catheter. Additional information: the pump and catheter were returned. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.